Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 77 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.